Event description:
It was reported that on october 17th during a novasure procedure , a hole in the array was observed that happened while the device was deployed in the uterus. No harm to the patient was reported and the cavity was checked. No harm was reported to the patient. No other information is available.